Event description:
It was reported that the trigger is sticking on the device. The condition of the device was discovered during testing. There was no pt involvement and no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the investigation details, the device hesitated when running due to the connector pads being corroded.